Event description:
Approximately two years ago in the late fall, patient underwent coronary artery bypass graft. A vessel was harvested from the right leg and used successfully in the graft.approximately 16 months later, in the spring, the patient experienced itching and discomfort in her right calf. The patient experienced discomfort that she described as 'like a splinter' and discovered a small splinter-object protruding from her calf. The patient used a pair of tweezers to remove the object and removed a piece of tubing approximately 4" long from her calf. The patient presented to the surgeon for follow up care approximately 4 days later. No other issues were noted.originally, the patient kept the piece of tubing and did not turn it over to the hospital for investigation. The hospital received the tubing two months later.